Event description:
In 2005, the physician attempted to seal a "large" perforation in the right coronary artery using the graftmaster stent graft. Reportedly, the perforation was "large" amd the physician overlapped four (4) graftmaster stent graft to seal the perforation. It was noted that the perforation resulted in pericardial effusion and hypotension. Reportedly, measures were taken to treat the hypotension including placing the pt on an aortic balloon pump. The pt expired on the same day in the "unit." It was also noted that the pt was not a surgical candidate. For reporting purposes this report represents the third graftmaster device used.